Event description:
.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed that no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt the lead was repositioned 3 times and the helix couldn¿t be engaged. The lead was n ot used and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).